Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. Pusher assembly was kinked approximately 38.0 and 112.0 cm from the proximal end. The introducer sheath was kinked approximately 26.0 cm from the proximal end and stretched for approximately 17.0 cm; this stretch began approximately 69.0 cm from the proximal end. The coil was intact with the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed the introducer sheath was stretched. This type of damage typically occurs due to over tightening of a rotating hemostasis valve (rhv) during use. If the rhv is over-tightened during advancement or withdrawal of the ruby coil, damage such as this may occur. The stretched introducer sheath is the likely cause of the resistance experienced by the physician. Further evaluation revealed the pusher assembly was kinked. These kinks were likely due to manipulating the pusher forcefully against resistance. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully advanced and deployed a pod4 coil and a ruby coil in the aneurysm. However, the physician met resistance upon attempting to advance a second ruby coil through the orange sheath. The procedure continued using a new ruby coil. There was no report of an adverse effect on the patient.